Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. It was also noted that the right atrial (ra) lead exhibited undersensing as there were no p-waves in bipolar configuration. An insulation issue was suspected on both leads and they were both capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.